Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It has been reported that the patients knee arthroplasty was revised due to tibial loosening.

Manufacturer narrative:
Concomitant product(s): all poly patella cemented 35 mm diameter catalog# 42540000035 lot# 62833516; femur cemented posterior stabilized (ps) standard left size 10 catalog# 42500606801 lot # 62316692; articular surface fixed bearing posterior stabilized (ps) left 10 mm height catalog# 42511400810 lot 62497799. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned components was performed. The tibial component exhibits gouging and scratches on the surface. The articular surface exhibits gauging on several areas. Review of the x-ray report identified linear radiolucency at metal-bone interfaces of the tibial stem and tray, consistent with loosening. Also noted subsistence of the tibial component anteriorly and narrowing of the medial arthroplasty joint space suggesting medial polyethylene wear, associated with vargus angulation of the tibia. No evidence of loosening of femoral and patellar components. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.